Event description:
The lay user/patient contacted lifescan alleging that pc appears on the meter display, although not connected to the computer. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A customer contacted baxter's (B)(4) requested a swap of homechoice (hc) unit due to increased intra-peritoneal volume (iipv) (over-delivery). The nurse would only state that the home patient (hp) was overfilled a few weeks ago, and demanded the swap of the hc device. The technical service representative (tsr) was not able to troubleshoot. The tsr explained the swap procedure and arranged a swap of the instrument as requested. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the reported overfill, it was revealed that the hp had felt uncomfortable and full, and had shortness of breath. Per nurse, the hp reported that the issue was resolved after draining the fluid out. The drain volume was reported as 3200 ml. Per nurse, hp's largest prescribed fill volume is 2000 ml. Per nurse, hp is doing fine now and continuing therapy. No medical intervention was indicated at this time. No further information was provided.